Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens. The surgeon had difficulty delivering the lens. The lens was not implanted, but there was patient contact.

Manufacturer narrative:
(B) (4). Lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).